Event description:
On (B)(6), 2012, the pt underwent emergent treatment for a ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses, and the gore excluder device featuring c3 delivery system was initially deployed too far distally due to an angulated neck, and also perspective error related to the pt's obesity. The physician attempted to reposition the c3 device more proximally, but could not advance it due to the neck angulation. He then deployed two aortic extenders up to the lowest renal artery, as extensions to the trunk. When applying a medtronic balloon to address a proximal type I endoleak, however, the trunk separated from the aortic extenders and moved distally into the aneurysm sac. He then deployed another aortic extender to bridge the gap, but the stent-grafts were too far apart, and it drifted into the aneurysm sac. The pt was becoming hemodynamically unstable, so the physician converted to an aorto-uni-iliac. The procedure concluded without further incident, and the ruptured aneurysm was excluded from blood flow. The pt is being discharged in stable condition.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications.